Event description:
A customer contacted beckman coulter regarding hemoglobin (hgb) results not matching, and erroneous platelet (plt) results generated by the coulter hmx hematology analyzer with autoloader. Patient a, b, and c samples were tested for hgb and plt and the results were: hgb= 10.5g/dl, 10.7g/dl, and 9.5g/dl for patients a to c respectively. The hgb results were printed with "l" flags (result is lower than the laboratory-set patient low action limit or below the assay control lower limit). The hgb results did not match with hematocrit (hct) results obtained for these patients. Plt: 374x 10 to the power of three cells/ul, 307 x 10 to the power of three cells/ul, 329x 10 to the power of three cells/ul for patients a to c respectively. The hgb and plt results were reported out of the lab. Following the event, the customer ran qc and the hgb parameters were out low and plt was out high. The initially reported hgb and plt results were considered erroneous; however, the customer did not provide the data that they believe is correct. Based on the available information, there was no affect to the patients as a result of this event.

Manufacturer narrative:
Qc performed the day before the event, in the morning, was within specifications. Qc was not run prior to running patient samples in 2007. Qc performed after the event was out of specifications. The specimens were collected in 4.0ml, vacutainer, edta tubes and stored at ambient temperature. The erroneous results occurred during primary mode of operation. A field service engineer (fse) was dispatched to the customer's lab: the fse was not able to re-create the problem. The fse inspected the instrument, cleaned blood sampling valve (bsv), flushed vacuum system, and replaced lcd monitor. A dirty bsv may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.